Event description:
It was reported that during a device changeout procedure, upon implant of the replacement device, there was not a value measured for rv impedance. The first replacement device was not used and a second replacement exhibited the same issue. A third replacement device was implanted and is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the devices and have analyzed the data. There were no anomalies found.